Event description:
Additional information revealed that the issue was more of a seroma-like discharge. The discharge has now resolved.

Manufacturer narrative:
H6 - evaluation codes - changed patient code to reflect seroma issue. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 1627487-2020-30439, 1627487-2020-30441, 1627487-2020-30442. It was reported that the patient was experiencing headaches and a clear white fluid leaking from the incision sites, suspecting a csf leak. In turn, surgical intervention was undertaken wherein the system was explanted. Csf leak was not confirmed and issue has not resolved.